Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for spinal pain. The caller stated that on an unknown date the patient and their dog were playing and the dog caught the patient¿s wound and opened it. The patient ended up having the entire system removed and now has plans to have a new system put in. The patient is in-between their trial and permanent implant at the time of the report and has an appointment with their healthcare professional (hcp) on (B)(6) 2017. The caller requested a manufacture representative (rep) be present and the caller was redirected to make that request through their hcp. No further complications were reported/are anticipated.